Event description:
Smart ez pump (5 fu) to infuse over 46 hours. Patient returned after 46 hours with pump noted not to be deflating/infusing. Patient did not receive all of the 5fu of medication as prescribed. FDA safety report ID: (B)(4).